Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the coupling tool side was defective. Pins were broken on the oscillating head and the motor was sluggish due to components. The oscillating head, motor and various parts were replaced to repair device. The device was returned to the customer (B)(4) 2013. (B)(6). Placeholder.

Event description:
Device was returned for unknown reason. During service, technician found that the pins on the oscillating head were broken and the motor was sluggish. This is report 1 of 1 for #(B)(4).